Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. It was noted that lv pace impedance was steady at approximately 800 ohms through august 2013, then rises out of range (> 3000 ohms) starting end of january 2014. Impedance remained from 2700 ohms up to > 3000 ohms through remainder of lead trend data.

Event description:
It was reported that the left ventricular (lv) lead had high impedance and a possible fracture. The lead was reprogrammed and later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 457453 lead, implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.